Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device"), pelvic pain ("pain / pain location: pelvis"), menorrhagia ("excessive and abnormal bleeding during menstruation / abnormal bleeding menorrhagia"), genital haemorrhage ("worsened abnormal bleeding"), sjogren's syndrome ("schrogens¿s") and gallbladder operation ("gastrointestinal problems recovered after gallbladder surgery") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test". The patient's past medical history included obesity. In (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced bladder disorder ("bladder problem") and urinary tract disorder ("urinary problem"). In 2008, the patient experienced dyspareunia ("painful intercourse / dyspareunia (painful sexual intercourse)"), tooth disorder ("dental problem"), mood swings ("hormonal changes: mood swings") and irritability ("irritability"). In (B)(6) 2008, the patient experienced vaginal infection ("vaginal infection") with vaginal discharge and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In 2009, the patient experienced alopecia ("hair loss"). In 2011, the patient experienced fatigue ("fatigue"). In 2012, the patient experienced nausea ("nausea"). In 2013, the patient experienced depression ("psychological or psychiatric problems: depression"), anxiety ("psychological or psychiatric problems: anxiety"), migraine ("migraines / migraines"), headache ("headaches / headaches"), weight increased ("weight gain") and gastrointestinal ulcer ("gastrointestinal or digestive system condition: type: ulcer"). In (B)(6) 2013, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). In 2014, the patient experienced sjogren's syndrome (seriousness criterion medically significant) and fibromyalgia ("fibromyalgia"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), gallbladder operation (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal) / abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)"), ovarian cyst ("other injury or complications:ovarian cyst"), pelvic adhesions ("other injury or complications:adhesions"), vertigo ("other injury or complications:vertigo"), adnexa uteri pain ("pain: area of ovaries"), sleep apnoea syndrome ("sleep apnea") and post-traumatic stress disorder ("ptsd"). The patient was treated with topiramate (topamax), bupropion (wellbutrin), alprazolam (xanax), ibuprofen, surgery (bilateral salpingectomy, total hysterectomy, oophorectomy (bilateral removal of ovaries)), surgery (ablation) and surgery (gallbladder surgery (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, pelvic pain, menorrhagia, genital haemorrhage, gallbladder operation, dyspareunia, vaginal haemorrhage, vaginal infection, female sexual dysfunction, bladder disorder, urinary tract disorder, nausea, dysmenorrhoea, weight increased and gastrointestinal ulcer had resolved, the sjogren's syndrome, depression, anxiety, fibromyalgia, headache, tooth disorder, ovarian cyst, pelvic adhesions, vertigo, alopecia, fatigue, mood swings, irritability, adnexa uteri pain, sleep apnoea syndrome and post-traumatic stress disorder outcome was unknown and the migraine was resolving. The reporter considered adnexa uteri pain, alopecia, anxiety, bladder disorder, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, fibromyalgia, gallbladder operation, gastrointestinal ulcer, genital haemorrhage, headache, irritability, menorrhagia, migraine, mood swings, nausea, ovarian cyst, pelvic adhesions, pelvic pain, post-traumatic stress disorder, sjogren's syndrome, sleep apnoea syndrome, tooth disorder, urinary tract disorder, vaginal haemorrhage, vaginal infection, vertigo and weight increased to be related to essure. The reporter commented: current weight 168 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34 kg/sqm. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: pelvic pain". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-aug-2018: quality-safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ("excessive and abnormal bleeding during menstruation"), uterine perforation ("perforation (uterus)") and genital haemorrhage ("abnormal bleeding (general)") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude (close) fallopian tube(s), unilateral occlusion (left tube occluded)" in 2013. The patient's previously administered products included for pregnancy prevention: trinessa. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced dyspareunia ("painful intercourse"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), pelvic pain ("pain") and fatigue ("fatigue"). In (B)(6) 2013, the patient experienced weight increased ("weight gain"). In 2014, the patient experienced visual impairment ("vision problems"). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), adnexa uteri cyst ("para tubal cysts"), leiomyoma ("leiomyoma") and abdominal pain ("abdomen pain"). The patient was treated with ibuprofen and surgery (bilateral salpingectomy, total hysterectomy). Essure was removed on (B)(6) 2016. At the time of the report, the menorrhagia, uterine perforation, vaginal haemorrhage, headache, visual impairment, adnexa uteri cyst, leiomyoma and abdominal pain outcome was unknown and the genital haemorrhage, dyspareunia, migraine, nausea, dysmenorrhoea, pelvic pain, fatigue and weight increased had resolved. The reporter considered abdominal pain, adnexa uteri cyst, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, leiomyoma, menorrhagia, migraine, nausea, pelvic pain, uterine perforation, vaginal haemorrhage, visual impairment and weight increased to be related to essure. Most recent follow-up information incorporated above includes: on 10-may-2018: plaintiff fact sheet and medical records received. New reporters added. Patient demographic information added. Essure insertion date updated to (B)(6) 2013 and removal date updated to (B)(6) 2016. Events abnormal bleeding (vaginal), migraines, headaches, nausea, dysmenorrhea (cramping), pain, failure to occlude (close) fallopian tube(s), vision problems, fatigue, perforation (uterus), weight gain, para tubal cysts, leiomyoma, abnormal bleeding (general) and abdomen pain added incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device'), pelvic pain ('pain / pain location: pelvis'), menorrhagia ('excessive and abnormal bleeding during menstruation / abnormal bleeding menorrhagia'), vaginal haemorrhage ('abnormal bleeding (vaginal) / abnormal bleeding (vaginal)'), genital haemorrhage ('worsened abnormal bleeding'), sjogren's syndrome ('schrogens¿s'), gallbladder operation ('gastrointestinal problems recovered after gallbladder surgery') and loss of consciousness ('complications or problems that occurred at the time of your essure placement- loss of consciousness') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test". The patient's medical history included obesity, dysfunctional uterine bleeding and caesarean section. Previously administered products included for an unreported indication: iud. Concomitant products included desvenlafaxine succinate, melatonin and oral contraceptive nos. In january 2008, the patient had essure inserted. In february 2008, the patient experienced bladder disorder ("bladder problem"), urinary tract disorder ("urinary problem"), vaginal discharge ("vaginal discharge") and mood swings ("hormonal changes: mood swings"). In march 2008, the patient experienced nausea ("nausea"). In may 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)") and the first episode of adnexa uteri pain ("pain in area of ovaries"). In 2008, the patient experienced tooth delamination ("dental problem: breakdown of enamel in teeth") and irritability ("irritability"). In july 2008, the patient experienced dyspareunia ("painful intercourse / dyspareunia (painful sexual intercourse)"), vaginal infection ("vaginal infection") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In may 2009, the patient experienced depression ("psychological or psychiatric problems: depression"), anxiety ("psychological or psychiatric problems: anxiety") and alopecia ("hair loss") and was found to have weight increased ("weight gain"). In january 2010, the patient experienced fatigue ("fatigue"). In july 2010, the patient experienced sjogren's syndrome (seriousness criterion medically significant) and fibromyalgia ("fibromyalgia"). In 2013, the patient experienced migraine ("migraines / headaches"), headache ("headaches / headaches") and gastrointestinal ulcer ("gastrointestinal or digestive system condition: type: ulcer"). In october 2013, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), loss of consciousness (seriousness criterion medically significant), ovarian cyst ("other injury or complications:ovarian cyst"), pelvic adhesions ("other injury or complications:adhesions"), vertigo ("other injury or complications:vertigo"), the second episode of adnexa uteri pain ("pain: area of ovaries"), sleep apnoea syndrome ("sleep apnea") and post-traumatic stress disorder ("ptsd"), underwent gallbladder operation (seriousness criterion medically significant) and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with alprazolam (xanax), bupropion hydrochloride (wellbutrin), ibuprofen, topiramate (topamax) and surgery (ablation on (B)(6) 2015, bilateral salpingectomy, total hysterectomy, oophorectomy (bilateral removal of ovaries) and gallbladder surgery feb 2015). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, pelvic pain, menorrhagia, vaginal haemorrhage, genital haemorrhage, gallbladder operation, dyspareunia, vaginal infection, female sexual dysfunction, bladder disorder, urinary tract disorder, nausea, dysmenorrhoea, weight increased and gastrointestinal ulcer had resolved, the sjogren's syndrome, loss of consciousness, depression, anxiety, fibromyalgia, headache, tooth delamination, ovarian cyst, pelvic adhesions, vertigo, alopecia, fatigue, mood swings, irritability, the last episode of adnexa uteri pain, sleep apnoea syndrome and post-traumatic stress disorder outcome was unknown and the migraine was resolving. The reporter considered alopecia, anxiety, bladder disorder, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, fibromyalgia, gallbladder operation, gastrointestinal ulcer, genital haemorrhage, headache, hormone level abnormal, irritability, loss of consciousness, menorrhagia, migraine, mood swings, nausea, ovarian cyst, pelvic adhesions, pelvic pain, post-traumatic stress disorder, sjogren's syndrome, sleep apnoea syndrome, tooth delamination, urinary tract disorder, vaginal discharge, vaginal haemorrhage, vaginal infection, vertigo, weight increased, the first episode of adnexa uteri pain and the second episode of adnexa uteri pain to be related to essure. The reporter commented: current weight 168 lbs diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34 kg/sqm. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: bladder pain, ptsd (post-traumatic stress disorder), urinary frequency, dysuria, recurrent uti. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, dyspareunia, pelvic adhesions, depression, anxiety, fibromyalgia. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs and mr received. Reporter information, concomitant drug, medical history, historical drug added. Events: pain in area of ovaries, loss of consciousness added. Event dental problem was updated to breakdown of enamel in teeth. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device"), pelvic pain ("pain / pain location: pelvis"), menorrhagia ("excessive and abnormal bleeding during menstruation / abnormal bleeding menorrhagia"), genital haemorrhage ("worsened abnormal bleeding"), sjogren's syndrome ("schrogens¿s") and gallbladder disorder ("gastrointestinal problems recovered after gallbladder surgery") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test". The patient's past medical history included obesity. In (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced bladder disorder ("bladder problem") and urinary tract disorder ("urinary problem"). In 2008, the patient experienced dyspareunia ("painful intercourse / dyspareunia (painful sexual intercourse)"), tooth disorder ("dental problem"), mood swings ("hormonal changes: mood swings") and irritability ("irritability"). In (B)(6) 2008, the patient experienced vaginal infection ("vaginal infection") with vaginal discharge and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In 2009, the patient experienced alopecia ("hair loss"). In 2011, the patient experienced fatigue ("fatigue"). In 2012, the patient experienced nausea ("nausea"). In 2013, the patient experienced depression ("psychological or psychiatric problems: depression"), anxiety ("psychological or psychiatric problems: anxiety"), migraine ("migraines / migraines"), headache ("headaches / headaches"), weight increased ("weight gain") and gastrointestinal ulcer ("gastrointestinal or digestive system condition: type: ulcer"). In (B)(6) 2013, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). In 2014, the patient experienced sjogren's syndrome (seriousness criterion medically significant) and fibromyalgia ("fibromyalgia"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), gallbladder disorder (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal) / abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)"), ovarian cyst ("other injury or complications:ovarian cyst"), pelvic adhesions ("other injury or complications:adhesions"), vertigo ("other injury or complications:vertigo"), adnexa uteri pain ("pain: area of ovaries"), sleep apnoea syndrome ("sleep apnea") and post-traumatic stress disorder ("ptsd"). The patient was treated with topiramate (topamax), bupropion (wellbutrin), alprazolam (xanax), ibuprofen, surgery (bilateral salpingectomy, total hysterectomy, oophorectomy (bilateral removal of ovaries)), surgery (ablation) and surgery (gallbladder surgery (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, pelvic pain, menorrhagia, genital haemorrhage, gallbladder disorder, dyspareunia, vaginal haemorrhage, vaginal infection, female sexual dysfunction, bladder disorder, urinary tract disorder, nausea, dysmenorrhoea, weight increased and gastrointestinal ulcer had resolved, the sjogren's syndrome, depression, anxiety, fibromyalgia, headache, tooth disorder, ovarian cyst, pelvic adhesions, vertigo, alopecia, fatigue, mood swings, irritability, adnexa uteri pain, sleep apnoea syndrome and post-traumatic stress disorder outcome was unknown and the migraine was resolving. The reporter considered adnexa uteri pain, alopecia, anxiety, bladder disorder, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, fibromyalgia, gallbladder disorder, gastrointestinal ulcer, genital haemorrhage, headache, irritability, menorrhagia, migraine, mood swings, nausea, ovarian cyst, pelvic adhesions, pelvic pain, post-traumatic stress disorder, sjogren's syndrome, sleep apnoea syndrome, tooth disorder, urinary tract disorder, vaginal haemorrhage, vaginal infection, vertigo and weight increased to be related to essure. The reporter commented: current weight 168 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34 kg/sqm. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: pelvic pain". Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet was received events added from pfs- fibromyalgia, gastrointestinal or digestive system condition: type: ulcer, depression, anxiety, apareunia (inability to have sexual intercourse), dyspareunia (painful sexual intercourse), urinary problem, bladder problem, dental problem, hair loss, vaginal discharge, ovarian cyst, adhesions, vertigo, fatigue, mood swings, vaginal infection, sleep apnea, post-traumatic stress disorder, gastrointestinal problems recovered after gallbladder surgery, she did not undergo confirmation test. Abnormal bleeding menorrhagia, migraines, headaches, weight gain, abnormal bleeding (vaginal), pain, nausea, clubbed to previous events. Reporter information, plaintiff date of birth was updated, historical condition were added. On (B)(6) 2018: no new information was added. On (B)(6) 2018: as per mail communication, case correction was performed (pfs from fu 1 and fu 2 were from different patient). Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device'), pelvic pain ('pain / pain location: pelvis'), heavy menstrual bleeding ('excessive and abnormal bleeding during menstruation / abnormal bleeding menorrhagia'), vaginal haemorrhage ('abnormal bleeding (vaginal) / abnormal bleeding (vaginal)'), genital haemorrhage ('worsened abnormal bleeding'), sjogren's syndrome ('schrogens¿s'), gallbladder operation ('gastrointestinal problems recovered after gallbladder surgery') and loss of consciousness ('complications or problems that occurred at the time of your essure placement- loss of consciousness') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test". The patient's medical history included obesity, dysfunctional uterine bleeding and caesarean section. Previously administered products included for an unreported indication: iud. Concurrent conditions included urinary frequency, pelvic pain, dyspareunia, lower abdominal pain and pelvic adhesions. Concomitant products included desvenlafaxine succinate monohydrate (pristiq), melatonin and oral contraceptive nos. In (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced bladder disorder ("bladder problem"), urinary tract disorder ("urinary problem"), vaginal discharge ("vaginal discharge") and mood swings ("hormonal changes: mood swings"). In (B)(6) 2008, the patient experienced nausea ("nausea"). In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)") and the first episode of adnexa uteri pain ("pain in area of ovaries"). In 2008, the patient experienced tooth delamination ("dental problem: breakdown of enamel in teeth") and irritability ("irritability"). In (B)(6) 2008, the patient experienced dyspareunia ("painful intercourse / dyspareunia (painful sexual intercourse)"), vaginal infection ("vaginal infection") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In (B)(6) 2009, the patient experienced depression ("psychological or psychiatric problems: depression"), anxiety ("psychological or psychiatric problems: anxiety") and alopecia ("hair loss") and was found to have weight increased ("weight gain"). In (B)(6) 2010, the patient experienced fatigue ("fatigue"). In (B)(6) 2010, the patient experienced sjogren's syndrome (seriousness criterion medically significant) and fibromyalgia ("fibromyalgia"). In 2013, the patient experienced migraine ("migraines / headaches"), headache ("headaches / headaches") and gastrointestinal ulcer ("gastrointestinal or digestive system condition: type: ulcer"). In (B)(6) 2013, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced heavy menstrual bleeding (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), loss of consciousness (seriousness criterion medically significant), ovarian cyst ("other injury or complications:ovarian cyst"), pelvic adhesions ("other injury or complications:adhesions"), vertigo ("other injury or complications:vertigo"), the second episode of adnexa uteri pain ("pain: area of ovaries"), sleep apnoea syndrome ("sleep apnea") and post-traumatic stress disorder ("ptsd"), underwent gallbladder operation (seriousness criterion medically significant) and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with alprazolam (xanax), bupropion hydrochloride (wellbutrin), ibuprofen, topiramate (topamax) and surgery (ablation on (B)(6) 2015, bilateral salpingectomy, total hysterectomy, oophorectomy (bilateral removal of ovaries) and gallbladder surgery (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, pelvic pain, heavy menstrual bleeding, vaginal haemorrhage, genital haemorrhage, gallbladder operation, dyspareunia, vaginal infection, female sexual dysfunction, bladder disorder, urinary tract disorder, nausea, dysmenorrhoea, weight increased and gastrointestinal ulcer had resolved, the sjogren's syndrome, loss of consciousness, depression, anxiety, fibromyalgia, headache, tooth delamination, ovarian cyst, pelvic adhesions, vertigo, alopecia, fatigue, mood swings, irritability, the last episode of adnexa uteri pain, sleep apnoea syndrome and post-traumatic stress disorder outcome was unknown and the migraine was resolving. The reporter considered alopecia, anxiety, bladder disorder, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, fibromyalgia, gallbladder operation, gastrointestinal ulcer, genital haemorrhage, headache, heavy menstrual bleeding, hormone level abnormal, irritability, loss of consciousness, migraine, mood swings, nausea, ovarian cyst, pelvic adhesions, pelvic pain, post-traumatic stress disorder, sjogren's syndrome, sleep apnoea syndrome, tooth delamination, urinary tract disorder, vaginal discharge, vaginal haemorrhage, vaginal infection, vertigo, weight increased, the first episode of adnexa uteri pain and the second episode of adnexa uteri pain to be related to essure. The reporter commented: current weight 168 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34 kg/sqm. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: bladder pain, ptsd (post-traumatic stress disorder), urinary frequency, dysuria, recurrent uti. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, dyspareunia, pelvic adhesions, depression, anxiety, fibromyalgia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-apr-2021: mr received. Reporter information was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ("excessive and abnormal bleeding during menstruation") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2008, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and dyspareunia ("painful intercourse"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the menorrhagia and dyspareunia outcome was unknown. The reporter considered dyspareunia and menorrhagia to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report